Event description:
Regarding the one year follow-up and seizure worsening, this was noted to be maybe not related to vns but the origin of the persisting seizures is unknown.

Event description:
Case study reports that the patient at 1 year follow-up, seizures worsening. Action with device, decreased. At 18 month follow-up, persisting seizures. No additional relevant information has been received to date.